Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2010-03926, 3005099803-2010-03927, 3005099803-2010-03928, and 3005099803-2010-03929 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on august 3, 2010. According to the complainant, while performing the ablation, a console error (p1) occurred when the generator reached 140 watts. The physician changed the pad, but the same error appeared at 140 watts. The physician changed the pad, but a third error (p1) occurred at 140 watts. Once again, the physician changed the pad, and this time the error (p1) occurred at 170 watts. The needle was retrieved, then redeployed to achieve roll-off. At this time, the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. A secondary is was noted as pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter does not turn on. On august 26, 2010, this medical surveillance contacted the patient to clarify information obtained during the initial phone. However, the patient provided limited information. The patient's diabetes is managed with self adjusting insulin. Her blood glucose meter was purchased in the united states. On (B)(6) 2010 while the patient was in (B)(6), the power issue began at 3 pm. At around 7:30 pm, the patient reportedly developed symptoms described as "shaky legs, and confused." She reportedly managed her diabetes with more food/drink at that same time. There was no allegation of medical intervention for hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the subject meter did not power on with the insertion of the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly had symptoms that can be suggestive of hypoglycemia 4 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.